Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing resulting in multiple inappropriate shocks to be delivered. At the time of the delivered shocks, the impedance was noted to be at 177ohms. This system was subsequently explanted and replaced with a transvenous system. This system is not expected to be returned per patient request. No additional adverse patient effects were reported.